Event description:
Facility endoscope disinfector was noted not to be operating properly. There was no air/water output through the scopes/hookups on the machine. No pt injuries reported by the facility.